Manufacturer narrative:
Block b3: event occurred approximately august 2025.

Event description:
It was reported that the spinal cord stimulation (scs) lead was replaced due to impedances issues. The patient underwent a lead revision procedure wherein the device was explanted and replaced. The lead was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well, no issues were reported.

Manufacturer narrative:
Block b3: event occurred approximately august 2025. The device was not returned to boston scientific for analysis, and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code, cause not established, will be used.

Event description:
It was reported that the spinal cord stimulation (scs) lead was replaced due to impedances issues. The patient underwent a lead revision procedure wherein the device was explanted and replaced. The lead was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well, no issues were reported.